Manufacturer narrative:
On 28-sep-2022 the surgeon provided further information. The surgeon responded that "the patient's system (implant) was at its end-of-way, and would a. Block in case of growth. B. Lead the metal to fail (fracture) as seen before in other cases. And in my conclusion we have to change to a new one." Patient #391 revision surgery is planned for (B)(6) 2022.

Manufacturer narrative:
On 16-nov-2022, apifix was notified that patient (B)(6) had revision surgery that day.  During the revision, the surgeon changed the screw from t6 to t8, replaced the screw in t7 to a larger diameter (6.5mm), and replaced the device with a new mid-c 125. The surgeon reportedly was unable to enlarge the kite angle to a bigger one during the procedure but assured that the patient will no longer grow. Patient x-rays from post-revision surgery were provided; the curve of the patient was maintained at 11°. Subsequently, during the implant removal, the surgeon "identified that the ratchet was broken, despite not seeing it in the pre-surgery x-rays. Lots of black material was identified; device sent to histology for evaluation." Apifix has requested the implant be returned for evaluation. On 27-nov-2022 apifix followed up with the reporter to ask if the histological evaluation had been completed, and if so, apifix requested a copy of the report or its findings, on 29-nov-2022, results of the evaluation were received. In summary, no indication of an infection (not even a low-grade infection) was identified. Should additional information be made available, apifix will file a follow up MDR.

Manufacturer narrative:
The instrument was manufactured to specification; issue was an expected or random component failure; there have been no design changes that would have contributed to this event. Complaint engineering analysis: upon receiving the complaint at orthopediatrics headquarters the packaging was opened and the product reviewed. The pole was fractured near the mid-point of the pole, close to where the teeth begin and where the slot for the stopper pin is. Analysis of the fracture surfaces indicates that the cause of fracture was likely fatigue. The rings showed minimal signs of wear at almost two years post implantation.

Manufacturer narrative:
Patient:# (B)(6) index procedure was performed on (B)(6) 2020. On (B)(6) 2022, apifix was notified that patient#:(B)(6) is scheduled for re-operation. Apifix investigated the reported event by contacting the reporter and user facility directly for additional information. Xray images (2-year post-op) were provided and that the plan is to revise and reimplant the patient with a new apifix device. A reason for the revision surgery was not provided. Despite reasonable attempts to obtain additional information, no additional information had been provided. A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event is leading to a revision surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this event. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Patient#: (B)(6) index procedure was performed on (B)(6) 2020. On (B)(6) 2022, apifix was notified that patient#: (B)(6) is planned for revision surgery. Reason for the revision surgery was not provided.